Event description:
Report received of an unrestricted flow. The pump was returned to the biomedical engineering department with an unsigned note that stated, "defective door." No tracking information was provided; therefore, specific patient information, pump prpogramming, or event details were not available. During testing b y the user facility, a tubing set was primed and the cassette was loaded into channel c. After the pump door was closed, the biomedical engineer noted, "drops were dripping rapidly" in the drip chamber. Reportedly, the wheel of the door was missing. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.